Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified a shaft hypotube break located 182cm from the tip. The proximal section of the shaft containing the hub was not returned. Proximal stent damage was also noted with struts raised and misaligned at the proximal edge. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR#2134265-2013-01963. It was reported that during a stenting treatment procedure, a catheter shaft fracture occurred. The 3.00x12mm promus element plus stent delivery system (sds) was being introduced through a 6f non-bsc catheter when the sds shaft broke. An attempt was made to introduce a second 3.00x12mm promus element plus sds, but the catheter shaft also broke. No patient complications were reported.

Event description:
Same case as MDR# 2134265-2013-01963. It was reported that during a stenting treatment procedure, a catheter shaft fracture occurred. The 3.00x12mm promus element plus stent delivery system (sds) was being introduced through a 6f non-bsc catheter when the sds shaft broke. An attempt was made to introduce a second 3.00x12mm promus element plus sds, but the catheter shaft also broke. No patient complications were reported.